Event description:
Cue health has an app that records the results from their digital tests. In 2023 I reported an issue to their support team about my problems with false positive results with their tests. Just now in 2024 I went to my app to retrieve data about those false positive tests to file an FDA medwatch report, and the results from all the tests that I mentioned in my correspondence with the support team are gone. Hundreds of test results from before the correspondence are there, as are dozens and dozens of test results from after the correspondence. However, all the test results that I referenced in my correspondence with the cue support team are gone.